Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the healthcare provider (hcp) was doing a replacement of the catheter due to a fracture (plus the inability to aspirate). The pump has 15mg/ml of dilaudid in the reservoir and pump tubing and they changed the concentration to 1mg/ml. The hcp is lowering the dose significantly and they want to get rid of the 15mg/ml dilaudid. Technical services discussed that when the catheter is disconnected from the pump and refilled with the new concentration, do a back table prime to remove the 15mg/ml drug. When this is done, reconnect the new catheter. Also discussed priming tcv post implant. On (B)(6) 2021 additional information was received from the rep who reported that all old catheters have been removed and a brand new catheter was placed on (B)(6) 2021. They stated the initial reporter and that the patient's weight was unknown. The event date was unknown, the patient noticed a loss of therapy however they didn¿t mention a time frame or date. The cause of the catheter fracture was not determined. The hcp was going to do a catheter dye study and was unable to pull any csf (cerebrospinal fluid) back from the catheter (reported in mpxr 794512) so they decided to do a full catheter replacement. The issue has been resolved and the patient is doing well. On (B)(6) 2021the rep reported that the explanted catheter was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4), ubd: 13-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 15 mg/ml with an unknown total dose via an implantable pump. It was reported the catheter would not aspirate. Factors that may have led or contributed to the issue included a failed catheter aspiration. It was noted that surgical intervention did not occur, and it was asked but unknown if it was planned. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The catheter remained implanted-out of service and would be replaced at a later date. The event date was (B)(6) 2021. No further complications were reported/anticipated.